Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log and caused by a loose motor gear. The gears were replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 110. Any patient involvement, injury or medical intervention is unknown.